Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were having unexpected stimulation. Caller said that about a week ago, they had to reduce the stimulation level because it was zapping the patient when they would get up and down from the toilet and it was hurting. Caller stated they turned it down from 8.4 to 2.4 and the zapping had subsided but now the patient was leaking a lot in the diapers and not sleeping as well due to having to turn the intensity down. Caller stated they didn't know why it was zapping them, it was making the patient jerk. Caller denied any falls/traumas. Agent reviewed how stim intensity level can affect battery longevity and caller stated that they originally made the increase to 8.4 with the doctor. The patient was redirected to their healthcare provider to further address the issue.